Event description:
It was reported that, "revised due to failed total knee arthroplasty. Surgeon removed all components listed, then reimplanted the same tibial baseplate and stem."

Manufacturer narrative:
The following other devices were listed in this report: scorpio-flex ps x3 tib insert, cat# 72-25-0918, lot 2k8mha. Scorpio ts mod. Tib. Tray, cat# 77-4009, lot mhakpl. Ti dur reg fluted stem14x155mm, cat# 6478-6-705, lot h91sd. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the reported event. An evaluation of the reported devices cannot be performed as they were not returned to the manufacturer. The surgeon re-implanted the same tibial baseplate and stem and others were retained by the facility. Additional information (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.